Manufacturer narrative:
Manufacturer pending receipt of the device and is attempting to retrieve additional information from the site. A follow up report will be provided upon receipt of the device and/or availability of new, relevant information.

Event description:
On (B)(6) 2022, a perceval valve (model/size unknown) was implanted with mics procedure. Reportedly, the valve was explanted on (B)(6) 2025. The patient is not on dialysis but diabetic. No further information is available at this time.

Manufacturer narrative:
Updated sections b4, g3, g6, h2, h3, h6. Since the serial # of this perceval sutureless aortic heart valve is unknown at this time, its manufacturing and material records could not be retrieved and evaluated. The device involved in the reported event was returned to the manufacturer for analysis. Incoming visual inspection revealed a pliable prosthesis. There was pannus overgrowth on the inflow skirt of the valve. The stent and the skirt were covered by fibrous pannus that on the inflow side protruded 2-3 mm into the lumen, narrowing the annulus, and caused a low degree of stenosis. Reddish areas due to coagulated blood entrapment were present on almost all surfaces. The tops of posts 2 and 3 were covered by fibrous pannus that grew on the free edges of leaflets and also so caused a low degree of stenosis. All the leaflets were pliable. Whitish and yellowish areas due to tissue alterations were detected on both prosthetic sides. Thrombus depositions were detected on the leaflet c. The mesothelial surface of leaflet c was locally wrinkled. Histological analyses were performed on samples taken from leaflets a and c. In leaflets a and c, hematoxylin and eosin stain showed that the collagen bundles were locally defibrated. Small thrombus depositions were visible on the mesothelial surfaces of leaflets b and c. Inflammatory cells were present on the thrombus depositions of leaflet c. Pericardial delaminations were detected on leaflet c. In leaflets a and c, gram stain showed some gram + bacteria. The prosthesis involved in the reported event was explanted after 2 years and 6 months. Gross examination revealed a pliable prosthesis. Pannus tissue overgrowth into the inflow lumen caused a low degree of valve stenosis. Histological analysis revealed some inflammatory cells and gram-positive bacteria spread under the sample surfaces and inside the small thrombus depositions that were present on the mesothelial surfaces. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis in the acute phase. It is possible that the patient¿s clinical conditions and risk factors (diabetes) may have contributed to the structural valve deterioration observed in this perceval s valve but since limited information is available, this cannot ultimately be confirmed.

Manufacturer narrative:
Updated sections b4, d9, g3, g6, h2, h6. The device has been returned to the manufacturer and investigation is ongoing. A follow up report will be provided upon completion of the device investigation and/or availability of new, relevant information.